Manufacturer narrative:
This is a duplicate report of 1818910-2018-64750 .1818910-2019-103301 is being retracted as it is a report duplication. 1818910-2018-64750 will be kept for investigation purposes. Product complaint (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left knee revision due to loosening of an unknown product at the cement to implant interface. The revision operative note findings section indicated loosening at the cement to implant interface, however, there is no mention of loosening within the note. The patella component was not revised. The surgeon noted synovitis and inflammation. Competitor cement was used during the primary operation. Doi: (B)(6) 2015, dor: (B)(6) 2018 left knee.